Manufacturer narrative:
Eval summary - one used device was returned for eval. The device consists of a base part with a soft cannula and a tubing. The tubing was visually inspected for any tears or cracks on the tubing itself and on the attached connector parts. Furthermore a flow test and a leak test were performed. All tests were passed and the tubing was within product specs. The base part was visually inspected for any tears or damages to the soft cannula. The welding of the cannula housing to the adhesive pad was also inspected. In the visual inspection, it was noted that there were large amounts of precipitation present inside the soft cannula. The following flow test failed due to the crystalized medication in the cannula. The cannula housing was probed with an introducer needle and the precipitation could be flushed with air flow. No reference material could be tested due to missing info regarding the lot number. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device were not performed due to the missing lot number info. A general search for similar complaints showed that no similar incidents have been reported to the manufacturer.

Event description:
In 2009, the death of a visitor, was reported to the distributor of the device by a medical examiner. The pt was wearing the infusion set a the time of her death. The pt was found in decomposed state and had not been seen in 2-3 days prior to being found. She was connected to her infusion pump. The pump was beeping (alarm/error unknown). Pt had type 1 diabetes. It is unknown if the pt was hyperglycemic or hypoglycemic. The results from the autospy are still pending. At this time the medical examiner is not able to explain the pt's death and stated that she would most likely choose "complications of diabetes" as cause of death.